Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up. Upon interrogation, the ventricular lead exhibited loss of capture and high impedance. It was suspected the lead had fractured. The lead was capped and replaced. Following the procedure, the patient was in satisfactory condition.